Event description:
It was reported the patient experienced an increase in therapeutic threshold voltage over the one and a half years prior to report. At the time of report the patient was stimulation at the maximum amplitude ¿without perception.¿ it was noted that impedance testing and reprogramming had been undertaken, though the results were not reported. The patient¿s lead was replaced as a result of the event. After the replacement procedure the operating ¿physician identified a suspicious membranous sheath around the lead.¿ the patient¿s ¿outcome was again as good as before¿ following the replacement of the lead and the patient was also able to return to low amplitude settings. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3887-33, lot # unknown, explanted: (B)(6) 2015, product type lead. (B)(4). Device evaluation: analysis of the lead found that ¿although no "membranous sheath" was observed, conductors #1 and #2 were broken 23.0 cm from the distal end.¿